Manufacturer narrative:
No device will be returned per customer. The customer declined an event log review or device evaluation. The root cause of this failure was not identified.

Event description:
The customer requested assistance interpreting event logs, specifically the entry "program ID". Reportedly a vasoactive medication was to have been discontinued but was found infusing at 200 ml/hr; the infusion lowered the patient's blood pressure. Although requested, no additional event information was provided.